Manufacturer narrative:
The investigation determined that lower than expected intact pth (ipth) results were obtained when non-vitros (mas) qcs were processed using vitros ipth lot 1790 on a vitros xt7600 integrated system. A definitive assignable cause of the event was not established. Vitros ipth lot 1790 was only recently calibrated and put into use on the customer¿s instrument, therefore there were limited qc results to verify historical vitros ipth lot 1790 performance. Therefore, a vitros ipth lot 1790 reagent issue cannot be ruled out as a contributor to the event. However, the limited vitros ipth results from mas qc testing leading up to the event indicated acceptable vitros ipth lot 1790 reagent assay performance and ongoing tracking and trending of complaint data did not identify any signals to suggest there is a systemic quality issue with vitros ipth lot 1790. A mas qc fluid handling issue is an unlikely contributor to the event, as an ortho laboratory specialist (ls) indicated the customer¿s qc fluid handling process was acceptable. In addition, a stability issue with the mas qcs is an unlikely contributor to the event as mas issued a communication (june 2023) indicating the lot oim2302e controls had their shelf life extended until february 2024. There was no evidence of an instrument malfunction, however, as no diagnostic precision testing was conducted on the vitros xt7600 integrated system, an instrument issue cannot be ruled out as a contributor to the event. Suboptimal calibrations are unlikely contributors to the event as the lower than expected vitros ipth results were obtained from two calibration curves that showed acceptable calibration responses. The lower than expected results were isolated to pack ID 669 of vitros ipth lot 1790. It is possible there was a performance issue with this reagent pack, however, this could not be confirmed. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth lot 1790.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected intact pth (ipth) results were obtained when non-vitros (mas) qcs were processed using vitros ipth lot 1790 on a vitros xt7600 integrated system. Mas lot oim2302e level 1 results of 10.49 and 10.91 pg/ml versus mas (B)(6) 2023 peer mean result of 19.7 pg/ml mas lot oim2302e level 2 results of 30.38, 27.43, 31.43, 26.83, 29.00, 29.93, 24.42 and 27.07 pg/ml versus the mas (B)(6) 2023 peer mean result of 48.1 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results were obtained when the customer was processing non-patient samples. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).